Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false negative antibody screening test of a patient sample with biotestcell 1&2 when used on tango infinity. The specificity of the missed antibody was anti-k. The sample was run on tango infinity for antibody screen and identification at the same time. The patient was a known anti-k. The screening result was negative and the identification panel was positive for anti-k. Once the test was repeated, the screening result was positive. The customer did not return the supposedly defective product for investigational testing but the patient sample that had caused the false negative test result. Therefore our quality control laboratory tested their retained biotestcell 1&2 sample with different patient samples and controls, including an anti-d, -e and -k on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. When the patient sample was tested, it yielded an unambigous result showing an anti-k. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 1&2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineers. No indication for an instrument or software malfunction could be identified. The instrument was confirmed to operate within specification.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported a false negative antibody screening test of a patient sample with biotest cell 1 and 2 when used on tango infinity. The specificity of the missed antibody was anti-k. The sample was run on tango infinity for antibody screen and identification at the same time. The patient was a known anti-k. The screening result was negative and the identification panel was positive for anti-k. Once the test was repeated, the screening result was positive. The customer did not return the supposedly defective product for investigational testing but the patient sample that had caused the false negative test result. Therefore our quality control laboratory tested their retained biotest cell 1 and 2 sample with different patient samples and controls, including an anti-d, -e and -k on tango infinity. All positive and negative reactions were correct. We did not observe any false negative reaction. When the patient sample was tested, it yielded an unambiguous result showing an anti-k. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotest cell 1 and 2 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango infinity was inspected by our field service engineers. Evaluation of the data and root cause analysis is still ongoing.